Event description:
The facility reports the caregivers involved were attempting to lower the patient into a wheelchair when the lifter hanger bar assembly suddenly detached, dropping the patient into the wheelchair. No injuries were reported.